Event description:
It was reported that the customer lost her minilink about a month ago. However, she mentioned that she was hospitalized about a week ago, and felt that it was due to he minilink. The reason for the hospitalized was not known. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.